Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile package was found crushed in the warehouse. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI# - (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned packaging components confirmed the reported event as the sterile blister packaging is cracked. Review of the DHR additional reports of a change in packaging material due to stock availability and product not fitting into the packaging configuration, which could likely be related to the reported event. The reported event was previously addressed, after complaints were received reporting that the blisters were cracking. It was determined that thin/variable blister wall thickness and no head-space in shelf carton were causing the blister to deform and crack during distribution. The packaging design configuration was changed to address this issue. Investigation results concluded that the reported event was due to packaging design. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available.